Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspected component, a vela power supply assembly, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to low voltage on the printed circuit board assembly (pcba) power supply of the vela power supply assembly. At this time, the customer has not responded to requests for additional information regarding this event. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported a motor fault issue. The customer replaced the main printed circuit board (pcb) and the turbine driver pcb and the issue was not resolved. The customer replaced the power supply, reinstalled the main pcb and turbine driver pcb, and performed calibrations and user verification testing. It is unknown if there was patient involvement associated with this reported issue.